Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since k-wires were placed differently than intended, with the brainlab device involved, despite according to the surgeon: - the outcome of surgery was acceptable/successful as intended. -there were no negative effects to the patient during the procedure/after procedure due to navigation. While a pneumothorax was reported, there is no indication that the navigation contributed to the development of the reported pneumothorax. The surgeon confirmed via email (august 29, 2017) that there is no data available and that this is an assumption (i.e. A k-wire was placed too deep) only due to the close proximity of the lung to the vertebral body. In the unlikely event the k-wire was entered too deep and exceeded the vertebral body and thereby penetrating the lung, this could not have been caused by navigation as the log files clearly indicate that the k-wire itself was not navigated and therefore the insertion depth was not indicated on the navigation screen. - there are no ongoing/remaining negative clinical effects for this patient post-surgery due to this issue. - there were no negative clinical effects to this patient due to prolonged surgery/anesthesia (circa 90 minutes). - no other remedial actions or additional surgery are necessary, done or planned for this patient for this issue (other than repositioning of k-wires during this same procedure). According to the results of this technical investigation and the information provided by the hospital, it can be concluded that the root cause of the k-wires placed differently than intended is user error. -reference movement: the incorrect placement of both reference arrays onto the ligament instead of the spinous processes. A rigid connection cannot be assured and it is likely that the references moved while using the instruments. The use of the instruments and aligning them causes the skin to move which in turn can move the unstable reference leading to a deviation in the navigated display. -relative movement: as the reference was mounted in between c6-7 and the navigation was used up to t2-3, it is likely that relative movements of the region of interest occurred as compared to the vertebra the reference array was attached. While placing k-wires to t2 and therefore applying pressure to the bone, the vertebra t2 can move but not the reference mounted in between c6-7; the navigation system cannot recognize that the t2 moved therefore displaying the information which does not reflect the reality at that moment). In such a scenario, each of these causes of reference array movement, whether independent or combined, can lead to a deviation in the navigation display compared to reality. Further contributing factors: -screenshots indicated that some trajectories were planned less than ideal. - a 1.25 mm k-wire was inserted through the pedicle access needle which has an inner diameter of 1.8 mm. Brainlab recommends to use k-wires 1.5-1.8 mm as smaller diameters can deviate from the trajectory of the navigated pedicle access needle. - for the scan, the respiration of the patient was not halted as recommended. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. Brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer.

Event description:
Per brainlab representative, "dr. (B)(6) informed me via email that they had problems during a navigated spine-case. Accuracy seemed to be good, but placement of k-wires was actually different than planned and needed to be corrected." Surgical procedure: placing k-wires with the help of navigation ·pedicle access needle was navigated to the area of interest. ·trocar needle was removed and k-wire placed (k-wires themselves are not navigated). The k-wires placed had a diameter of 1,25 mm (inner diameter of pedicle access needle is 1.8 mm). The screwdriver to place screws was not navigated. ·verification of k-wires using a c-arm revealed misplacement. All k-wires were corrected and replaced conventionally without navigation. The screws were placed without navigation. All screws (including those originally placed and those replaced) were placed without the help of navigation. According to the surgeon: -the outcome of surgery was acceptable/successful as intended -there were no negative effects to the patient during the procedure/after procedure due to navigation. While a pneumothorax was reported, there is no indication that the navigation contributed to the development of the reported pneumothorax. The surgeon confirmed via email (august 29, 2017) that there is no data available and that this is an assumption (i.e. A k-wire was placed too deep) only due to the close proximity of the lung to the vertebral body. In the unlikely event the k-wire was entered too deep and exceeded the vertebral body and thereby penetrating the lung, this could not have been caused by navigation as the log files clearly indicate that the k-wire itself was not navigated and therefore the insertion depth was not indicated on the navigation screen. -there are no ongoing/remaining negative clinical effects for this patient post-surgery due to this issue -there were no negative clinical effects to this patient due to prolonged surgery/anesthesia (circa 90 minutes) -no other remedial actions or additional surgery are necessary, done or planned for this patient for this issue (other than repositioning of k-wires during this same procedure).